Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. The event would likely be due to metal fatigue. There are several potential known causes of the crack origin but since the subject device was not returned to olympus, the reported event cannot be confirmed neither the condition of the device. Three attempts were performed to obtain additional information, but no response was received from the customer. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
An olympus employee provided the customer with the device's item number so they could place an order for a new part through their purchasing department. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the workstation set had a right rear castor part that broke off. The issue occurred during an unknown event. There were no reports of patient harm.